Event description:
Patient (B)(6) received implant (rflt rapid ra5015c reflect rapid fixture ø5.0mm x 15 l) on (B)(6) 2022. The patient experienced bone loss and the implant was removed on (B)(6) 2022. X-rays were not provided. An implant replecement was sent to dr. (B)(6) on (B)(6) 2022.